Manufacturer narrative:
E1. (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reprocessing problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope was placed in a high-temperature dryer by mistake instead of a low-temperature dryer. The issue occurred during reprocessing. No problems observed in the external appearance. There were no reports of patient involvement.